Event description:
The customer performed comparison blood glucose tests using his breeze2 meter and another meter. On one occasion, the breeze2 meter read 90 mg/dl, while the other meter read 278 mg/dl. On another occasion, the breeze2 meter read 174 mg/dl, while the other meter read 72 mg/dl. The differences between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.